Manufacturer narrative:
Center will be re-proctored. IFU states to remove the guide thread.

Event description:
The manufacturer was notified on (B)(6) 2016 that a percival size l (sn (B)(4)) was implanted on (B)(6) 2016. After closing the aorta, the echo showed paravalvular leak, so the aorta was re-opened and one of the leaflets appeared strained. This valve was sutured with 3 guiding sutures. The valve was explanted and the valve appeared to be slightly asymmetric, as if one leaflet was too small and therefore not coapting well. Another percival size 25 was implanted.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1210, sn: (B)(4), were pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspections performed on the returned prostheses confirmed the absence of manufacturing defects. Based on the information provided in both cases the guiding threads were totally or partially left. Their use is temporary to allow for proper valve rotational (i.e. Valve is correctly aligned with the native commissures) and axial (i.e. Valve is not positioned too low into the lvot) positioning. After valve deployment and ballooning, guiding threads shall be removed. It is possible that the guiding suture might have prevented the optimal valve seating and led to paravalvular leaks. As reported in the current perceval instructions for use in section: probing and prosthesis position verification: ¿verify that the prosthesis is well-anchored to the aortic root and that there is no lack of contact between the prosthesis and aortic annulus, potentially responsible for para-prosthetic leaks. Aortic root filling at physician's discretion (hydraulic testing). Remove the guide threads.¿